Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user account was locked. A technical support specialist (tss) did not have the authority to unlock accounts as tss didn't verify individual's credentials and provided the customer with dha contact to unlock account or asked the customer to reach out to local super user. Later the dha agent unlocked the account for the user and tss confirmed that the account was unlocked but didn't receive further response from the user and proceeded to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to access to pyxis server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.